Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer staff nurse, during the therapeutic laparascopic splenectomy and distal pancreatectomy procedure, as the physician was using the device the generator gave an alarm. The device was removed from the patient and the bottom probe jaw came off outside the patient and port. The device was being used for less than one hour. There was no delay in the procedure. The physician is a very experienced user of the device and also a trainer. The physician is unsure why the device probe broke off. Setting of intelligent tissue monitoring (itm) was on. This setting was not changed by the physician. The physician understands the characteristic of itm. There was no harm or adverse impact to the patient. The device was inspected before use. The device was tested in saline and tested okay. The incident is not reported to any governing body.

Manufacturer narrative:
The device has been returned an evaluation completed for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, d9, g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that the device lot had no anomaly in inspection. Actual device lot number is kr969164; kr100586 is device package lot number. The device tb-0535fcs, lot number is kr969164, was returned for evaluation. The probe was found to be broken off at 16 mm from its tip. The broken piece of the probe tip was not returned. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact to the probe and was abraded against it. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred as follows: 1. Seal & cut output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. Seal & cut output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when some more load was added. The instructions for use includes the following statements related to the event: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.